Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was double vision showing on the surgeon side console (ssc). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope was being inserted into the patient at the time of the event, but the endoscope was not used in the procedure as it was removed and replaced. The image was not inverted, and the endoscope moved freely with no reversed control of the system arms. The endoscope was installed in the up orientation with the surgeon confirming the desired orientation. The endoscope and its adapter were engaged and not detached. There was no damage or missing screws noticed prior to inserting the endoscope and the endoscope was not manually rotated 180 degrees prior to the event. The issue was resolved by replacing the endoscope with a backup. There was no injury to the patient as a result.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis testing. The 30-degree endoscope was analyzed and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical or communication failure. The endoscope was plugged onto an in-house system or equivalent and provided color bars in left eye. Additionally, the endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with an attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found with damage to the button pack assembly, hairline cracks exhibiting damage of the button assembly, mechanical damage to the scope¿s distal tip, and cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. There was also a minor cut to the cable insulation. The endoscope was tested and placed on an in-house system for cable testing and failed. The complaint was confirmed by failure analysis.